Event description:
On (B)(6) 2013 patient reported his blood glucose level was 434 mg/dl at the beginning of the call. Patient stated the glucose monitoring device gave a bolus recommendation. Patient reported when he attempted to deliver the bolus with the meter, the meter displayed bolus delivery unavailable. Patient stated he did not manually place the infusion device into stop mode. Verified time was correct. Reviewed alarm history. During troubleshooting there were no recent alarms explaining why the infusion device was in stop mode. Had patient place the infusion device into run mode. Patient reported he tested his blood glucose level again at 453 mg/dl and then delivered a bolus of 17 units of insulin successfully using the glucose monitoring device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. The bluetooth function of the pump was tested on the diagnostic test system and meets the specifications. History list: all boluses were programmed and delivered the problem mentioned by the customer could not be reproduced.